Event description:
A trilogy 1000 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system pca to address the issue. The customer complaint of the screen turns completely dark, and nothing can be read was confirmed during the evaluation therefore the lcd was replaced. In addition, the device stirring fan foam and flow sensor assembly were replaced for issues found during the evaluation. The following parts were replaced to prevent failure: exhaust fan assembly and 43 micron filter.